Event description:
The customer reported that for their heartstart xl, the "paddle can't charge". There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.